Event description:
The manufacturer received information alleging the nurse call test step had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the devices system interface board and interface printed circuit assembly (pca) had caused the nurse call test step to fail on the device. A ventilator service required error code, cell undervoltage, was observed on the device's error log. There was no information from the third-party service technician on the cause for this error code occurring on the device. There was no part(s) replaced or repaired for the error code that was observed on the device's error log. In conclusion, the device's system interface board and interface pca were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the rubber feet were replaced for missing on the device. This was unrelated to the reportable issue. The handle, bluetooth warning label, enclosure seal, and front case were replaced for physical damage unrelated to the reportable issue. The 100-tubing kit, low flow o2 tubing, and porting block adapt cap were replaced for contamination unrelated to the reported issue. The device passed all final testing.

Manufacturer narrative:
The reported failure of the system interface board and interface printed circuit assembly are accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Multiple service activities occur during the device¿s useful life according to the device¿s service manual.